Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing worsening pain and constant burning or tingling sensation in the feet. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing worsening pain and constant burning or tingling sensation in the feet. The patient will undergo a revision procedure.